Manufacturer narrative:
Correction: d9. Additional information: h4, h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The customer provided the culture test result of the third-party labs as follows: sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 52 cfu. Bacterial identification: n/a. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: a/w-channel. Cfu: 2 cfu. Bacterial identification: psychrobacter pulmonis. Sampling date: (B)(6) 2024. Sampling from: biopsy channel/suction channel. Cfu: 0 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 0 cfu. Bacterial identification: n/a. The subject device was returned for device investigation. The device evaluation found white foreign material adhered to the air/water cylinder, and channel. Foreign material which could not identify the origin adhered to distal end. There was no report on deformation or breakage, etc. Of air/water-cylinder, channel or distal end cover. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.